Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited the particular scope was displayed, but b30 occurred. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion of electrical contact pins inside the video connector receptacle. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely the corrosion of the pins of the electrical contacts inside the video connector receptacle led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Updated fields: d8 - was device serviced by third party?, g1 - contact office email.

Event description:
No additional information received from the customer.